Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. It was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device. Date of event is an approximation. Upon the removal of the sensor pod from the arm the same day it was inserted, the sensor wire was broken in two pieces. One portion was sticking out of her skin. The patient consulted her dermatologist at the clinic on the same day ((B)(6) 2024). The doctor surgically removed the sensor wire and placed stitches at the site. No medications were prescribed after the event. At the time of the report on (B)(6) 2024, the patient¿s condition had improved, and she felt much better. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).